Event description:
According to the facility, the grounding pad caused a severe burn to the patient's leg.

Manufacturer narrative:
According to the facility, the grounding pad caused a severe burn to the patient's leg. Per the facility, the patient needed treatment from the plastic's team and needed to be transferred to another hospital for proper burn treatment as this facility does not care for burns. There is no information on what treatment was needed. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.